Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. During the procedure, a 10mmx3.00mm wolverine cutting balloon was selected for use and inflated twice at 8atm and 6atm. However, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.